Event description:
Patient reported "reporting a intracapsular rupture of the prosthesis, a minimal amount of peri-prosthetic fluid and lymphadenopathy." And "I have to be operated on again to make a replacement of prosthesis due to rupture" "linguini" sign, related to a wide intracapsular rupture of the prosthesis.¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, seroma-late, lymphadenopathy.

Event description:
Patient reported "reporting a intracapsular rupture of the prosthesis, a minimal amount of peri-prosthetic fluid and lymphadenopathy." And "I have to be operated on again to make a replacement of prosthesis due to rupture" "linguini" sign, related to a wide intracapsular rupture of the prosthesis.¿ the device remains implanted.

Event description:
Patient reported left side "intracapsular rupture of the prosthesis, a minimal amount of peri-prosthetic fluid and lymphadenopathy." Upon explant, there was no intraoperative periprosthetic fluid requiring analysis. It has been determined the event of seroma is not associated with this device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, g2, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.